Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange on (B)(6) 2015 due to suspected pump thrombus. Prior to the pump exchange, log files showed an upward trend in pump power and flow values and a downward trend in average pulsatility index values. It was reported that the issue had resolved and the patient had been asymptomatic at that time. The patient later developed a rapid elevation in lactate dehydrogenase and plasma free hemoglobin levels on an unspecified date, leading to the decision to exchange the pump.

Manufacturer narrative:
The report of suspected pump thrombus was confirmed based on the evaluation of the lvad. The evaluation revealed deposition in the outlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and may have contributed to the reported thrombus symptoms, elevated lactate dehydrogenase, pump power elevations, and decrease in pi. The outlet stator revealed a red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.